Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, there were two small tears in the anteiror capsule. With the current information, co is unable to determine when the tears occurred in the capsule. The lens was placed in the bag without complications. The next day the surgeon examined the patient and noted the iol was positioned in the capsular bag and the haptic was positioned in the sulcus region at the haptic optic junction. The surgeon indicated repositioning the iol was not warranted at the time. Additional information has been requested.